Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was entering into his home through the doorway. Consumer had one hand on the scooter and the other on the door when the scooter allegedly flipped backwards.

Event description:
Provider alleges consumer was entering into his home through the doorway. Consumer had one hand on the scooter and the other on the door when the scooter allegedly flipped backwards.

Manufacturer narrative:
Alleged flip over could not be duplicated. The sc336 passed stability testing in 2020.